Event description:
The olympus representative reported on behalf of the customer, the bronchovideoscope had leakage in the bending area. The issue was found during preparation for use of an unspecified diagnostic procedure that was completed using a similar device. The device was inspected before use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: coating is peeling off the connecting tube (1 mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the bending angle in the up direction does not meet the specification due to wear of the angle wire; electrical connector was corroded; charged coupled device unit was broken and the image had white spots; universal cord and connecting tube were crushed; the light guide lens was broken; and the objective lens had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to e2/e3 and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.